Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the smartsite won't flush or prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20019e because a lot number was not provided by the customer. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. H3 other text : see h.10.

Event description:
It was reported y ext w/vlv ports & 2 sld clp had blockage issues. The following information was provided by the initial reporter: "we are having problems with the smartsite extension set ref (B)(4). We have had quite a few that will not flush/prime."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported y ext w/vlv ports & 2 sld clp had blockage issues. The following information was provided by the initial reporter: "we are having problems with the smartsite extension set ref 20019e. We have had quite a few that will not flush/prime."